Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first two black reloads fired fine but the first purple 60mm reload resulted in a lot malformed staples and chewed tissue (rather than cut). The next purple 60mm firing moved only 2mm before the stapler reported it was spent. No other errors were given by the stapler. The malformed staple line was oversewed and completed the sleeve using a manual hand piece.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of malformed staples. A visual inspection of the returned photo noted malformed staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first two black reloads fired fine but the first purple reload resulted in a lot malformed staples and chewed tissue (rather than cut). The next purple firing moved only two (2)mm before the stapler reported it was spent. No other errors were given by the stapler. The malformed staple line was oversewed and completed the sleeve using a manual hand piece.